Event description:
Medical records received. Patient alleges pain, injury, poly liner wear and discomfort. After review of medical records patient was revised was due to articular bearing surface wear with dislocation instability of the prosthetic, aseptic loosening of femoral component implant to bone interface. Operatives notes, it was noticed that there was mobility at the implant bone interface. The implant was grossly mobile. Doi: 2001, dor: (B)(6) 2018, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence provided found insufficient evidence to confirm an implant issue. The reported condition could not be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.